Manufacturer narrative:
Follow-up #1: date of submission 06/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/26/2016 with the following findings: pump was retuned with the piston cap missing. A test cartridge is able to successfully load in the pump. Pump was exercised with returned cartridge cap for 24hr duration period; no eaw¿s occurred during this time. The bb shows a replace cartridge alarm on (B)(6) 2016 11:23; deliveries resumed at 23:35. The bb shows a manual time/date change from (B)(6) 2016 08:35 to (B)(6) 2016 20:36. The last basal delivery was on (B)(6) 2016 20:39. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The display screen has a missing vertical pixel lines. Removed pump cover; test display screen was mounted and it was fully functional with no missing pixel lines observed animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing condition (piston cap) issue. The reporter stated that the patient had a blood glucose (bg) of 33.3mmol/l with nausea, vomiting, extreme drowsiness, confusion, difficulty waking up, shortness of breath, blurred vision, polyuria and polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was determined that the patient the piston cap fell off. The reporter also stated that the patient had a broken ankle. This report is being made due to the bg excursion the patient experienced due to a casing condition issue.